Manufacturer narrative:
A manufacturing record review was completed and no related non-conformances were identified, thus supporting that the device met material, assembly and performance specifications prior to shipment. A returned product evaluation was unable to be completed as no product was returned. Considering the complexity of the procedure and the calcium noted to be present within the vessel, the root cause could potentially be related to the operational context. However, this could not be confirmed as the device was not available for analysis.

Event description:
The device wasn't tested before use. This was a cto procedure of the rca, so was complicated, and there was calcium within the vessel. During use on patient, tip broke off, and had to be removed. The tip broke off on the wire, so the whole wire had to come out and be replaced by another one. No adverse injury to patient. The unit was discarded.